Event description:
It was reported that this right ventricle lead was explanted due to a bacterial infection. This patient was confirmed to not be pacemaker dependent. This ventricle lead presented difficulty in retracting, so the lead was cut and a laser was used to cut through the adhesion in the subclavian. When the lead was pulled the ring electrode and tip electrode remained. The physician attempted to retrieve the remaining piece but was unsuccessful in doing so. Per the physician's discretion and operation timing, the ring electrode and tip remains in the body. No further adverse patient effects were reported. This procedure was performed by dr. (B)(6) at (B)(6) hospital in kyoto, japan. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).